Event description:
Determined to be reportable based on analysis approved on 08/24/2006. It was reported that during a pci procedure, the physician was unable to cross the lesion. A 3.00x16mm taxus liberte drug eluting stent was advanced toward the left anterior descending (lad) coronary artery; however, they were unable to cross the lesion. The procedure was completed using another taxus liberte of the same size. There were no pt complications and the pt condition was reported as satisfactory. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
Visual examination of the returned unit found proximal stent strut damage. Proximal damage is consistent with the device meeting some form of restriction on withdrawal. The struts were bent back distally. No kinks or damage were noted along the shaft of the device. Microscopic examination of the balloon found no issues with the balloon material. The recommended size guidewire was inserted through the guidewire lumen with no restrictions noted. The shop floor paperwork was reviewed for this batch of devices #8266486 and no anomalies were noted from this review that could correlate to the difficulties that was experienced by the physician during the use of this product. The root cause of this event is unk.